Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site and was unable to replicate the reported issue. A system checkout was completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported a 3d image was acquired and when the reconstructed image came up on the 3d reconstruction, it appeared as if there was no patient anatomy acquired. It was noted the users were experienced, so they used the 2d images to get iso-center with the anatomy. It was also noted this was not user error. The mobile view station (mvs) and the image acquisition system (ias) were rebooted and a 3d image was reacquired in the same position. The 3d reconstruction occurred and contained anatomy, but it was still more grainy than what they would typically expect with this patient size and the technique that was used. This issue occurred intraoperatively and caused a 5-minute surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H2) additional information: it was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The o-arm log investigation concluded the system had a known recoverable software issue. This issue is not a systemic as it was resolved by retaking another image or system reboot. Number of people exposed: 1 - patient number of people in or other than patient: 2 estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01093, software version: 3.1.7. H3: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.